Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported tip break could not be confirmed; however, it is possible that the noted coil and core damage was reported as a break. The reported difficult to remove could not be tested due to the device condition. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined that the difficulties were likely related to circumstances of the procedure. Return device analysis discovered a kinked core and shaping ribbon on the guide wire (gw). It is possible that the noted gw damage contributed to an interaction between the gw and dragonfly, resulting in the reported stretched and misaligned coils; however, this could not be confirmed. While the reported withdrawal issue could not be conclusively determined, it is likely that either the patient¿s anatomical condition, guidewire damage, or the guide catheter size affected the catheter withdrawal; however, this could also not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly 5 assembly us kit device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that when advancing the dragonfly opstar imaging catheter over the hi-torque balance middleweight hydro guide wire (bmw), the bmw wire unraveled. The bmw coils separated but the core remain intact. Resistance was felt between the two devices during removal, the devices were removed together as a single unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.